Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hyperglycemic event. The patient reported that they were in the hospital for high blood glucose (bg) levels. The patient's bg reading was over 600 mg/dl at the time of event. At the time of contact, the patient was doing fine. Additionally, the patient mentioned that their bg level was down to over 400 mg/dl at the time of contact. There was no allegation of malfunction against the device. The patient indicated that the event was not dexcom related. No additional event or patient information is available.